Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. Initially, the patient was being treated on an outpatient basis; however, the patient was not recovering, therefore, the patient was admitted to the hospital thirteen days after onset. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported). At the time of this report the patient was recovered from this peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.